Event description:
My left eye started experiencing consistent discomfort friday, (B)(6) 2023, where it felt like there was something stuck in my eye. The pain and discomfort lasted through the weekend while I tried to find an eye doctor to take a look and my left eye got very red. Went to an optometrist monday ((B)(6) 2023) morning and was diagnosed with an eye infection and eye ulcer. The optometrist assumed the cause is due to contact wear (I use monthlies) since that is a common reason for infection. Tuesday, (B)(6) 2023, I saw a recall notice from the FDA for eye drops that are not sterile and could cause infections. The eye drops I use (opti-free puremoist rewetting drops, 12-ml) weren't on the list but since I'm not sure if that means mine tested sterile or if they weren't tested at all, I'm reporting this just in case. I have been using these eye drops on and off since (B)(6) 2023 and have not used eyedrops for over a decade before this.